Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu for a 46 hour continuous delivery. After an unspecified length of time in use, the homecare pt notified the user facility that an unspecified amount of 5fu had leaked from a "pin size hole" on the filter onto the pt's arm. It was reported the pt washed the arm with soap and water according to the user facility's protocol. The customer contact stated the pt covered the "hole" with tape and completed the last "couple of hours" of therapy. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.